Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Additionally, customer was not removing air from the cartridges during the load sequence process. Tandem technical support educated customer on the proper load techniques. Customer experienced a ¿high¿ blood glucose (bg) value (specific bg value was not provided). Customer gave a manual daily injection to address the "high" bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.